Event description:
Additional information was received from the patient (pt). They were not able to determine the cause as they had not received any communication with anyone. They reached out to a manufacturer representative (rep) and left a message but there was no follow up as of (B)(6) 2025. They had an MRI yesterday and were ready to reprogram their device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that when they deactivated MRI mode to turn their therapy back on, the settings were not back to the way they were previously. The patient stated that they were supposed to have an MRI, but they couldn't complete the MRI. When they tried deactivating MRI mode, they may have opted to keep their therapy off. The patient requested visibility on previous therapy settings and the agent redirected the patient to their healthcare provider (hcp) to further address the issue. The patient then requested that a manufacturing representative (rep) reach out to them to assist. The agent reviewed the role of the rep and sent an email for visibility.